Manufacturer narrative:
Per the clinic, the patient has resumed use of their device. It has been determined that there was no dislodgment of the internal magnet. The implanted device remains. This report is filed april 5, 2016. Implanted device remains.

Manufacturer narrative:
This report is filed march 3, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a possible magnet dislodgement during an MRI (date not reported). It is unknown whether or not the clinician followed the manufacturer's instructions for use of MRI. Additional information has been requested, however has not yet been made available as of the date of this report.